Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:07. Daily hv-lead impedance trend data shows a spike decrease and low impedance for defib active can on impedance=40 to 0 ohms (un-filtered data) min, between (B)(6) 2011.

Event description:
It was reported that the lead exhibited an impedance measurement of zero. Prior and post this event, the impedances have held steady within normal range. It was determined that the patient had been using a muscle stimulator at the time of the measurement. The device was reset and remains in use. No patient complications have been reported as a result of this event.